Event description:
An anchorage 3.0 locking screw was being inserted and the screw head broke off.

Manufacturer narrative:
Device will not be returned. If additional information is received, it will be reported on a supplemental report.